Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit was unable to duplicate "slippage." However, unrelated to the complaint issue, the unit had a sticking left bracket, the shock cushion is showing some wear, and the adjustment wrench has broken threads. Since the unit was involved in a patient injury, it was sent to quality engineering (qe) for further investigation. Qe confirmed the findings of the service & repair report with no additional deficiencies noted. General cleaning and maintenance performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The probable root cause is improper or suboptimal positioning of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2024-00042: a facility reported that the mayfield modified skull clamp (a1059) was involved in a slip apparently in (B)(6). There was a 12-year-old swivel adapter that was most likely the main reason for the slip, and that item has been discarded. There is an indication of patient injury; however, the nature of the injury is unknown. Additional information has been requested.